Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) confirmed engagement errors 282 and 31088 on universal surgical manipulator (usm4) and advised customer to re-attach the sterile adapter if the issue occurs again. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm4) was not moving well. The intuitive tech support engineer (tse) found errors 282 and 31088 against usm4 in the system logs. The tse advised the customer to re-attach the sterile adapter if the issue occurred again. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to an improperly seated sterile adapter or instrument. It can be resolved by reseating the part sterile adapter and instrument and power cycling the system, if necessary.

Event description:
Refer to h11 for follow-up information.